Event description:
Corrected information: previously reported event {the patient reported body coldness. Following a programming session. Patient reported she had been experiencing nausea and was throwing up for some time so her hcp decreased the dosage of baclofen pump was providing. Patient stated since change those symptoms have gone away but for the past 4 days her body has been abnormally cold. Patient stated she does have appt with hcp this thursday and will discuss at that time. Patient reported the throwing up and nausea was due to the boluses, the doctor took the boluses away and is titrating the patient down.} was reviewed to be a prior not reportable event and was reported in error. Additionally reported event {additional information was received later, according to which on (B)(6) 2013, patient underwent an x-ray imaging that showed a catheter fracture (break, tear, hole) at the distal/spinal segment. This was stated as being the cause of the event. The patient experienced a withdrawal phenomena, including itching and spasms. As of the date of the report, the patient had not undergone surgical intervention and was not hospitalized related to the catheter fracture. The patient wanted the catheter to be fixed, but the surgeon was unwilling to replace the catheter per the reporter. The patient outcome was reported as recovered without sequelae. The drug delivered via the device was lioresal.} has been reported in MFR report # 3004209178-2013-07459. Any additional information received will continue to be reported in that MFR report.

Event description:
The patient reported body coldness. Following a programming session. Patient reported she had been experiencing nausea and was throwing up for some time so her hcp decreased the dosage of baclofen pump was providing. Patient stated since change those symptoms have gone away but for the past 4 days her body has been abnormally cold. Patient stated, she does have appt with hcp this thursday and will discuss at that time. Patient reported the throwing up and nausea was due to the boluses, the doctor took the boluses away and is titrating the patient down. Additional information was received later, according to which on (B)(6) 2013, patient underwent an x-ray imaging that showed a catheter fracture (break, tear, hole) at the distal/spinal segment. This was stated as being the cause of the event. The patient experienced a withdrawal phenomena, including itching and spasms. As of the date of the report, the patient had not undergone surgical intervention and was not hospitalized related to the catheter fracture. The patient wanted the catheter to be fixed, but the surgeon was unwilling to replace the catheter per the reporter. The patient outcome was reported as recovered without sequelae. The drug delivered via the device was lioresal.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter product ID: 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).